Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Subsequently, an unspecified malfunction alarm occurred. Reportedly the customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 82 mg/dl.